Event description:
It was reported that the bd maxzero¿ extension set tube blew. Report 1 of 2. Verbatim: details from customer email ¿....patient had an IV infusion of n/saline in progress when he went to CT scanner. IV line removed from baster pump. IV line not disconnected from IV cannula. Radiology staff used the y connecter to infuse IV contrast. The tube distal to the y connecter "blew." This happened twice last week. The mia staff have observed that there has been an increase in this since introduction of bd maxzero tubing.¿

Manufacturer narrative:
After further review, the maxzero product was performing as it should and the splitting line was a baxter product. Therefore, this MDR will be canceled.

Event description:
It was reported that the bd maxzero¿ extension set tube blew. Report 1 of 2. Verbatim: details from customer email ¿.patient had an IV infusion of n/saline in progress when he went to CT scanner. IV line removed from baster pump. IV line not disconnected from IV cannula. Radiology staff used the y connecter to infuse IV contrast. The tube distal to the y connecter "blew." This happened twice last week. The mia staff have observed that there has been an increase in this since introduction of bd maxzero tubing.¿

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.